Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a thoracolumbar spine revision/fusion, the bur broke in multiple locations. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a thoracolumbar spine revision/fusion, the bur broke in multiple locations. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H3 & h6: investigation results indicate that the bur broke due to issues with the associated elite 14cm angled attachment 5407120482 sn (B)(6). H6: the quality investigation is complete.